Event description:
The following information was reported: there were two separate devices used and both had balloon loss of pressures without the presence of calcium per the operating physicians. Manual compression was applied for 20 minutes, the patient was not hospitalized. Stick location: right femoral artery, vessel size: 6mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00562 for the second device.